Event description:
While out of the country for a social visit, I had been using acuvue contact lens with the complete moisture plus solution. I bought the solution in the first week of april and started using it on a continuous basis. I was out of the country starting and the next month in the morning, I woke up and had extreme irritation and an adverse reaction in my eye. My eye was watering continuously, I could not bear any type of light coming into my eye, there was extreme amount of pain and swelling around the eye and it was hard to keep my eye open. Also, the eye was red and it was very difficult to move the eye because of the pain and worst of all, it was that, I barely had any vision. After rushing to the doctor, the doctor immediately determined that the problem was related to the use of contact lens and solution. She started a treatment and temporarily patched my left eye for two weeks and I was really uncomfortable because of the severe pain and vision loss. This treatment has been going for four weeks and I still have blurry vision and a lesion on the cornea which has not decreased. This problem is still persistent and I don't know what direction I should follow further. I have used contact lenses for six years and never had this kind of a problem.